Event description:
It was reported that during use of this device a burn resulted in the surgical drape. This occurred when associated product was laid down in the sterile environment. There was no patient/staff injury related to this event.

Manufacturer narrative:
Investigation findings: unable to confirm the reported problem as the products involved were not returned for evaluation. The information for use warns against placing the light guide's distal end directly on the patient or any inflammable materials (e.g., patient drapes, gauze, etc.). Light guide's distal end may transfer extreme heat while in use. Following this event, the sales representative provided additional training on use, standby feature and the light output intensity regarding this event.